Event description:
A 24 mm diameter x 14 mm diameter x 13.5 cm length aneurx bifurcated stent graft and its components were implanted in pt for endovascular treatment of an abodminal aortic aneurysm in 2004. The proximal aortic neck was 21-22 mm in diameter and the distal diameter was 18-19mm. The aneurysm was saccular in shape and the iliac arteries were reportedly small; the left iliac being smaller and less diseased. The pt has a history of severe lower extremity iliac artery occlusive disease. It was reported that the physician attempted to insert the bifurcated device through the right iliac artery unsuccessfully due to the relatively small artery. The device was removed and a 22 french sheath was used to allow insertion of the device; however, only 3-4 cm could be inserted.